Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that multiple cable did not resolve the issue. When paired with navigation a different navigation system microscopes would function normally but when connected to the navigation system used in case it displayed disconnected. When the microscope and tracker were added to the equipment and instruments tab respectively, there was a orange line of communication. When representative went into microcal, both microscopes communication and scope led were green indicating not a navigation system hardware issue. When the calibration files from a different system were transferred, system functioned normally. The system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding a navigation system. It was reported intra/peri-operatively during the navigate task of a cranial resection that one of the microscopes was not tracking or working with the navigation system. Instrument task displayed "disconnected" for the bracket. The site attempted to delete and re-add the microscope bracket tool card without resolution. The site tested another microscope cable, which did not resolve the issue. The site was receiving an error "micro manipulator and focus no longer supported" on the navigation system and multi-vision on the microscope was turned off and grayed out so it could not be turned on. The site reported that the cable was connected when cranial application was already launched, and site was unable to re-boot the system because the surgeon was actively navigating. The surgeon was actively tracking the microscope probe so there was no delay to surgery. There was no reported impact on patient outcome.